Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis and prolonged hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related since force above 60 grams was used while performing an antral ablation procedure. Settings during the event include: power control mode of 25 watts, temperature cut-off at 50 degrees, irrigation flow of 17 cc/min and a sl0 8.5 french sheath was used. IFU states if an excursion greater than 50 grams of contact force is applied these excursions may possibly result in more primary adverse event and tamponades.

Manufacturer narrative:
(B)(4) it was reported that a male patient, underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis and prolonged hospitalization. The returned device was visually inspected upon receipt and shaft was found broken 10 cm aprox from the transition of the shaft and tip. It appears the damage was due to external force while bending and unbending. This condition was not originally reported by the customer. Further information received stated that physical damage of the catheter was not noticed by the costumer. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed visual inspection; however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to address the thermocool smart touch broken shaft issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system: serial #: (B)(4), us catalog #: fg540000; product name: stockert 70 rf generator: serial #: (B)(4), us catalog #: s7002; product name: coolflow® irrigation pump: serial #: (B)(4), us catalog #: cfp002; product name: webster® cs catheter with ez steer¿ technology and auto ID: lot #: 17121281m, us catalog #: bd710df282ct; product name: lasso® nav eco catheter: lot #: 1713644l, us catalog #: d134901. Non bwi products used: brk-1 needle and sl0 8.5 fr. Sheath (st. Jude medical). (B)(4).